Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a purple fiber was noticed on the posterior surface of an intraocular lens (iol) during implantation into the patient's right eye. Reportedly, the lens insertion was normal and the fiber was scrapped and removed from the lens by the surgeon. The incision was not enlarged. The patient was reported as recovered. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial report 2648035-2018-00164, the investigation results were inadvertently not included. The following results should have been entered: device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.